Event description:
On december 14, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra2 was reading inaccurately high. At 5am on december 14, 2006 the patient obtained a "219 mg/dl" on her meter with no symptoms at the time. The customer care advocate verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. The patient stated that since she got a high" result, she administered "ezbg" insulin (unspecified dose) to bring her blood glucose levels down. About 1.5 hour later (6:30am), she felt like she had low blood glucose with symptoms of a racing heart and felt like passing out; however, the patient did not test on her meter during the reported symptoms and reportedly did not take any actions to administer self-care. The ambulance came and tested the patient on their "accucheck" meter, which read "51 mg/dl," and treated the patient with a gel and a glucagon injection. At an unspecified time, the hospital tested the patient after her symptoms. The patient got "190 mg/dl" on the reported meter and a "152 mg/dl" on the hospital's meter, performed within an unspecified time apart. It would be helpful to obtain the following: if the patient ate anything after the "219 mg/dl" reading, her diabetes medication regimen, and the time difference between the "190and 152 mg/dl" readings. Based on statistical methodology, the calculated difference of the "190 and 152 mg/dl" glucose results met the expected value of <= 30% and/or <= 30 mg/dl. However, based on the provided information, this complaint is being reported because the patient became hypoglycemic 1.5 hours after taking her insulin based on her meter reading. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.